Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify the issue for each device reported? The device faded during firing. 2. Please provide more details for ¿stapler cut but didn`t merge tissue¿ he cut off, did not start. 3. If the device stapled, was the staple line complete? None. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? None. 5. If the device cut, was the cut line complete? No. 6. Were the cut line and staple lines equal? No. 7. Was the device fired across a staple line? No. 8. Did the reload begin to staple and cut, but then jammed? The new reload doesn't work either.

Event description:
It was reported that during an unknown procedure, the stapler cut but didn¿t merge tissue. To complete the procedure, the surgeon used another one of the same type. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). D4: batch # t5ck2m. Device analysis: the analysis results found that the ntlc55 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was test with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.